Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out or range shock impedance (126 ohms). A request was made for review of device data. Technical service (ts) consultant reviewed device data, noting since implant varying shock impedance from 80 ohms to 105 ohms. Ts advised on the recent egm indicates there no noise seen on the rv channel, indicative of no lead damage or issues. Ts provided recommendations to increase device alert range to 150 ohms. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.